Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31662189l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a pericardial effusion that required pericardiocentesis and drain placement. During the case, a pericardial effusion was noticed and confirmed by ultrasound (ice - intracardiac echocardiography). They were moving to the left side of the heart when they noticed the effusion. After providing heparin is when the effusion began expanding in the epicardial space (about 3 hours of the case was performed in the right ventricle and no heparin was given--but 10 minutes before the effusion was discovered, heparin was then administered). The act (activated clotting time) value was unknown. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The physician's opinion on the cause of the adverse event was "dissection of lower muscular portion of the rvot (right ventricular outflow tract)". The patient improved however required extended hospitalization so the pericardium could continue to be drained. No transseptal puncture was performed. 3 rf (radiofrequency) ablation were performed in the rvot (right ventricular outflow tract. No evidence of steam pop was noted. The event was noticed in the mapping phase but ablation was performed prior to noting the pericardial effusion. No error messages observed on biosense webster equipment during the procedure. Physician was speculating the muscular dissection, it was not confirmed via surgery or imaging. However, cardiac perforation was reported and drain placement was confirmed.